Manufacturer narrative:
(B) (4). Findings/actions taken: found and replaced defective battery. Work done by the biomed technician. Product will not be returned for evaluation.

Event description:
It was reported per field service report: symptom: short run time on patient. No patient complications.